Event description:
It was reported by a customer in (B)(6) that, the 840 ventilator became inoperable. There was no patient involvement.

Manufacturer narrative:
The evaluation and repair of the ventilator has not yet begun. Covidien reference # (B)(4).